Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was between 300 mg/dl to 400 mg/dl. The customer¿s current blood glucose value was unknown. The customer did not experience any symptoms of high blood glucose value. The customer also reported that the insulin pump alarmed no delivery. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, unexpected restart error test, basic occlusion, occlusion test, prime and excessive no delivery test. No excessive no delivery alarm noted. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).